Manufacturer narrative:
Manufacturing evaluation: the device was not returned to the manufacturer for physical evaluation; therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. Follow-up information, which was provided by the biomedical engineer, revealed the machine¿s ultrafiltration control functions were not within the established parameters. Reportedly, the 2008t hemodialysis machine was not pulling enough uf from the patient. However, as the complaint device was not available for physical evaluation, a definitive conclusion regarding the complaint incident cannot be reached. Clinical investigation: the patient medical records were provided by the facility on march 22, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. End stage renal disease patient presented to the dialysis center for a routine hemodialysis treatment on (B)(6) 2016. The hemodialysis treatment was initiated at 11:30 am. Patient¿s vital signs were as follows: blood pressure (B)(6). Pulse (B)(6) (regular), respirations (B)(6), temperature (B)(6). At 11:47, the ultrafiltration was turned off due to patient¿s low blood pressure (noted as (B)(6)). At 11:50, the patient¿s blood pressure was (B)(6), pulse was (B)(6) and dialysis was stopped. Patient began to complain of shortness of breath. Normal saline was administered and oxygen was administered at 2 liters per minute. Patient became unresponsive, therefore, CPR was initiated, and then a call to 911 was placed. Emergency services arrived at 11:54. At the time of arrival, the patient was experiencing agonal respirations. Patient was in atrial fibrillation and required intubation. Patient was discharged and transported to the hospital via ambulance. Upon arrival to the emergency room, the patient was in atrial fibrillation, rate controlled blood pressure stable and patient had generalized anasarca. Patient indicated that shortness of breath had been experienced starting a few days prior to the event. Patient was admitted and monitored in the intensive care unit (ICU). Patient received hemodialysis for volume removal and was eventually extubated. Patient was treated for sepsis and was found to have urinary tract infection and pneumonia. Patient was found to have extended-spectrum beta-lactamase (esbl) escherichia coli and was treated with meropenem. Patient was also noted to have left leg cellulitis and had a right heel pressure wound. The patient improved significantly and was discharged home february 2, 2016. The patient¿s discharge diagnoses were 1) sepsis; 2) shock; 3) acute respiratory failure. Medical records do not contain hospital progress notes or history and physical for review. There is no documentation in the medical record that indicates a causal relationship between the 2008t hemodialysis machine and patient¿s hospitalization for septic shock from urinary tract infection and pneumonia. Patient¿s primary discharge diagnoses are sepsis and shock attributed to pneumonia and urinary tract infection. Patient also had another infectious process occurring at the same time -- cellulitis. Fluid overload is not listed in the discharge diagnoses. Patient¿s atrial fibrillation, mentioned upon admission, was determined to be chronic. Regardless of the alleged complaint against the product, the patient¿s disease comorbidities were the likely contributors to the patient¿s acute respiratory failure secondary to the patient¿s septic shock from pneumonia and a urinary tract infection.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported that a patient experienced cardiorespiratory arrest approximately 15 minutes after the hemodialysis treatment was initiated. The patient experienced low blood pressure and shortness of breath, followed by cardiorespiratory arrest. Treatment was cancelled and emergency services were called to transport the patient to the hospital. When ems arrived, the patient had a pulse and was afib. Patient was emergently intubated, and then transported to the hospital via ems. The patient was hospitalized for one week following the acute respiratory failure. While hospitalized, the patient was treated for sepsis, and was found to have a urinary tract infection (uti) and pneumonia. Additionally, patient found to have esbl ecoli, which was treated with meropenem, and left leg cellulitis. The patient's condition improved significantly over the course of the week long hospitalization. The patient was discharged on (B)(6) 2016. Follow-up information was received which revealed that the unit generated an ultrafiltration (uf) low alarm during the hd treatment performed on (B)(6) 2016.